Manufacturer narrative:
This case was initially assessed by rayner as not reportable to FDA on the basis of the initial report not containing sufficient evidence to link the reported refractive outcome error to a product defect. Following a review of all incidents where refractive outcomes had not been acceptable conducted in (B)(4) 2017 it became clear that the assessment for reportability had not been re-done after the explanted lens was returned for analysis; in a highly unusual situation the distributor took over six months after they explanted the lens to return the explanted lens to rayner during which time the original case had been marked as "not reportable". This MDR is being retrospectively entered into the system following the (B)(4) 2017 re-assessment of reportability. The reference (B)(4) has been allocated to this case by rayner. The c-flex 570c iol was implanted on (B)(6) 2015. Post-operatively, the patient had a refractive surprise which the healthcare professional believed to be attributable to the implanted lens. The healthcare professional explanted the lens. A lens explant/exchange procedure was performed on (B)(6) 2015. Another c-flex 570c +21.5d from another lot was implanted. The (B)(4) distributor advised rayner in (B)(6) 2016 (six months after the explantation) of the incident and the cut lens was returned to the rayner facility. The healthcare facility confirms that post iol implantation the patient's vision is as intended. The c-flex 570c iol had been cut in order to aid explantation; however, was retained and returned to rayner. Inspection was carried out with some difficulty (due to the lens having been cut) with a margin of error assumed and the power of the lens was found to be in the region of approximately +13.0d. Rayner's (B)(4) distributor, (from whom this report originates) received (B)(4) lenses from the c-flex 570c iol batch 055e70996 (total batch quantity - (B)(4)). The distributor confirmed that all other lenses received from this batch had been implanted and that no other reports of this nature had been received. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol ((B)(6) 2015) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 055e70996 therefore confirming this to be an isolated event. Rayner performs 100% inspection for cosmetic, dimensional and optical characteristics. Optical testing is carried out on every lens in each batch and those that do not meet acceptance criteria are automatically rejected from the batch. Our manufacturing records confirm that all lenses from the c-flex 570c iol batch 055e70996 were found to be within tolerance of the labelled power (+21.5 d). The error would therefore have occurred after optical inspection. Although it has not been possible to confirm at which operation the lens has been introduced into the c-flex 570c +21.5d iol batch 05570996, it likely occurred during the cosmetic inspection operation (final clean, final inspection and blister sealing) as a result of an isolated procedural adherence failure.

Event description:
Rayner intraocular lenses limited received notification from its (B)(6) distibutor of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that the refractive outcome of a patient post c-flex 570c iol implantation deviated from the target refraction.